Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, as the physician pulled the first mesh leg through the sacrospinous ligament, using the capio device, resistance was encountered (but bunching was not observed), and approximately 0.25 to 0.5 inch of lead suture (with the needle at the end) detached from the mesh assembly. The needle was captured inside the capio device. The physician removed the device from the patient and used another uphold vaginal support system to complete the procedure, without complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The "usage of device" field was erroneously omitted in the initial report. This field has been updated.

Manufacturer narrative:
The device has not been received for evaluation. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, as the physician pulled the first mesh leg through the sacrospinous ligament, using the capio device, resistance was encountered (but bunching was not observed), and approximately 0.25 to 0.5 inch of lead suture (with the needle at the end) detached from the mesh assembly. The needle was captured inside the capio device. The physician removed the device from the patient and used another uphold vaginal support system to complete the procedure, without complications to the patient, who is reportedly "fine" post-procedure.